Event description:
It was reported that the patient did not have an antenna and just held the programmer against the implant. The patient was getting the poor communication screen. The patient had been having problems with it for about a year. The programmer would not work with her internal antenna. The patient claimed she put the programmer in a heating blanket and when she did this it helped her feel the stimulation more. The patient had not seen the doctor since implant (2009) and thought she needed it ¿tuned up.¿ the patient did feel stimulation a little bit when she lay down but it wasn¿t real strong. The patient was redirected to her physician. Of note, the programmer had been returned, but no analysis was available at the time of this report. Information regarding any interventions and patient outcome have been requested which were not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37092, product type accessory. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.